Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor. The electrode belt's ECG acquisition and pulse delivery circuitry was found to be fully functional. There was no device malfunction contributing to the patient's skin irritation.

Event description:
A us distributor reported that the patient developed a rash on her back underneath the lifevest. The patient's physician prescribed an antiobiotic cream for the irritation. The irritation improved.